Event description:
It was reported that the customer receives no delivery alarms with every set change. Last alarm occurred during bolus delivery. Customer was instructed to perform manual prime; insulin exits the tubing. Customer was unable to perform the high pressure test at the time. Blood glucose value is 5.1 mmol/l. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.